Event description:
Syringe not staying connected to manifold.

Manufacturer narrative:
It was reported that the syringe is not staying secured to the manifold. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4). On (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to b5 and e1. After further investigation, it was reported that the syringe is not staying secured to the manifold allowing air into the system. The telephone number of the initial reporter is (B)(6). If any additional relevant information is identified or obtained, a supplemental medwatch will be submitted.